Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2020, the patient underwent surgery to implant the fns (femoral neck screw). In (B)(6) 2023, the femoral head was necrotic, and the patient complained of pain. On (B)(6) 2023, removal surgery and a total hip arthroplasty was performed. The patient outcome was reported to be stable. This report involves one 5.0mm ti locking scr slf-tpng w/t25 stardrive 44mm-sterile. This report is related to (B)(4), which reports difficulties encountered in the removal surgery. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: (B)(6). H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): sterile part:412.216s; sterile lot no:5l03202; release to warehouse date: 07 jun, 2019; expiry date: 01 jun, 2029; manufacturing site: werk selzach; supplier:(B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 412.216; non-sterile lot: 3l82047; manufacturing site: werk mezzovico; release to warehouse date:05 apr, 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.